Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the leads were repositioned due to the patient not feeling adequate pain relief. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-03685. It was reported that the patient had a lead revision on (B)(6) 2021 wherein the leads were repositioned for an unknown reason.